Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error alarm during bolus. Customer stated that she also noticed an occlusion, however did not get a no delivery alarm in her insulin pump. Customer also reported experiencing high blood glucose readings. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Low threshold suspend and low reservoir alarms were noted in the alarm history. Customer's current blood glucose reading is 83 mg/dl. No further information reported.